Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138660.

Event description:
It was reported that the patient's ipg was unable to access burst programs. The patient also had high impedances on one lead. Troubleshooting was unable to resolve this issue. Surgical intervention was undertaken and the ipg and lead were explanted and replaced. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
The reported event of high impedance on the returned lead was confirmed. A visual microscopic inspection of the 3186 percutaneous lead found it was intact with no obvious damage. An inspection of the terminal end found proper setscrew engagement markings on the setscrew band. End to end resistance measurements were taken between the stimulation end and corresponding terminal end. The resistance measurements measured less than 4 ohm on all electrodes except 2 and 5, which measured electrically open; no visual damage to the wires was noted. Isolation continuity measurements on the returned lead measured greater than 20 mega-ohm which is within the expected range.